Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 37761, serial# (B)(6), product type recharger.

Event description:
Additional information was received from the patient. The patient reported that the connector pin on their desktop charger was broken.

Manufacturer narrative:
Analysis of the neurostimulator recharger (insr) (sn: (B)(4) found no anomaly. Analysis of the desktop charger (sn: (B)(4) found that the connector pin was broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient or had been informed of the event issue.

Manufacturer narrative:
Estimated date of event. Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor reported that their ins recharger (insr) does not charge and they were seeing a ¿recharge insr¿ screen as of a couple days prior to this report. The green power light was on and the connector pin did not look damaged. The patient reported sudden shaking which started (B)(6) and was getting worse. A replacement insr was sent. The patient¿s ins was at 50% full, but they weren¿t sure it would last until the replacement part got there. The patient requested a manufacturer representative (rep) meet with them to charge their device as they were on low battery. They were unable to get a hold of their healthcare professional (hcp) to contact a rep. A rep reported they made contact with the patient. No further complications were reported.